Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the unit has been broken for 3-4 months and it does not produce air. It was also reported that the patient wen to the emergency room on (B)(6) 2024. The inogen team attempted to contact patient for further information three times with no response.